Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed and the clinical observation could be confirmed. Based on all data available for analysis a damage of the acceleration sensor cannot be excluded. However, this assumption can only be clarified by an analysis of the device itself. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
Patient presented to the ER with rate at 130. Ap vs. Extensive testing and changing of parameters (modes ddd,ddir dddcls all resulted in a pacing at the set sensor rate 100,110 120 130bpm) all configurations resulted in the a being paced at the sensor rate. In ddi mode the patients intrinsic rate is sr at 70 to75 with the lower rate set to 60. Pt was left in ddi and device remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.